Event description:
Boston scientific crm received information that this right atrial lead has been exhibiting high out pf range impedance measurements of greater than 2000 ohms as well as oversensing. The physician elected to change the programming as to not use this lead any longer. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead has been electrically abandoned.